Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe menstrual pain, for which she was eventually prescribed lortab (hydrocodone bitartrate, paracetamol) and tramadol (tramadol). She also experienced heavy bleeding and she underwent a hysterectomy as she was diagnosed with fibroids in her right ovary. Severe menstrual pain and heavy bleeding are listed in the reference safety information for essure, while fibroids in her right ovary is unlisted. After essure insertion, abdominal/pelvic pain, dysmenorrhea, dyspareunia and abnormal genital bleeding/menses pattern changes may occur. Considering the information received for this case, severe menstrual pain and heavy bleeding were regarded as related to essure. Heredity, race, variations in estrogen and progesterone levels are known risks for developing fibroids. Due to its well known physiopathology, a causal relationship between fibroids in her right ovary development and essure is very unlikely, and company assessed a causal relationship as unrelated. Even though it was reported that the hysterectomy occurred due to fibroids in her right ovary, it is not possible to exclude that severe menstrual pain had a contributory role in the decision to perform a hysterectomy. Therefore, this case was regarded as incident as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Her essure symptoms became so severe that she was eventually prescribed lortab and tramadol as treatment. In or around 2016, plaintiff underwent a hysterectomy as she was diagnosed with fibroids in her right ovary. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe menstrual pain, for which she was eventually prescribed lortab (hydrocodone bitartrate, paracetamol) and tramadol (tramadol). She also experienced heavy bleeding and she underwent a hysterectomy as she was diagnosed with fibroids in her right ovary. Severe menstrual pain and heavy bleeding are listed in the reference safety information for essure, while fibroids in her right ovary is unlisted. After essure insertion, abdominal/pelvic pain, dysmenorrhea, dyspareunia and abnormal genital bleeding/menses pattern changes may occur. Considering the information received for this case, severe menstrual pain and heavy bleeding were regarded as related to essure. Heredity, race, variations in estrogen and progesterone levels are known risks for developing fibroids. Due to its well known physiopathology, a causal relationship between fibroids in her right ovary development and essure is very unlikely, and company assessed a causal relationship as unrelated. Even though it was reported that the hysterectomy occurred due to fibroids in her right ovary, it is not possible to exclude that severe menstrual pain had a contributory role in the decision to perform a hysterectomy. Therefore, this case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/heavy bleeding") and abortion spontaneous ("miscarriage") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3, delivery in 2001, delivery in 2004, delivery on (B)(6) 2006 and miscarriage. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("pain during intercourse"). In 2008, the patient experienced abdominal pain ("severe abdominal pain/abdominal pain (sharp)/pain and cramps during miscarriage"). In 2009, the patient experienced the first episode of weight fluctuation ("weight fluctuations"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), the second episode of weight fluctuation ("weight fluctuations"), ovarian fibroma ("fibroids in her right ovary"), anxiety ("anxiety"), weight decreased ("weight loss"), depressed mood ("sadness after miscarriage"), blood pressure abnormal ("blood pressure") and mental disorder ("aggravated any psychiatric and/or psychological condition(s)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with vicodin (lortab), tramadol, bactrim (mortin), oral contraceptive nos and surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, abortion spontaneous, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, the last episode of weight fluctuation, dyspareunia, ovarian fibroma, anxiety, weight decreased, depressed mood, blood pressure abnormal and mental disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, blood pressure abnormal, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mental disorder, ovarian fibroma, pregnancy with contraceptive device, weight decreased, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events pregnancy with contraceptive device, miscarriage, anxiety, weight fluctuation, weight loss, sadness, blood pressure, device ineffective and psychological disorder nos were added. Patient information, reporter information, other relevant history and product information were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.